Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-00644, 0001825034-2022-00645. Medical product: vgxp intlk femoral lt 67.5 item# 195923 lot# 778660 vgxp xp e1 tib brg ll 12x79 item# 195824 lot# 874780 series a pat thn 34 3 peg item# 184786 lot# 213840 vngd xp cr intlk tib tray 79mm item# 195276 lot# 320590 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years seven and a half months post implantation due to due to instability, tissue damage, and periprosthetic fracture caused by a fall. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues, global instability, avulsion of medial femoral condyle with disruption of medial collateral ligament, posterior cruciate ligament with global instability, intra-articular scar, hypertrophic scar skin incision. Indication fall with periprosthetic fracture as noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.